Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during fill 2 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed before connecting and there were no patient extension lines being used. The patient line did not separate from the transfer set. The patient had not pressed go prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they were not damaged by an outlet port clamp or an assist device used to make connections. One of the bags had fallen off of the setup. The technical service representative (tsr) explained the message to the home patient (hp). The tsr had the hp cycle the power, and a system error 2367 occurred. The tsr informed the hp to start over using new supplies or to use manual bags. Proper procedures were reviewed with the hp. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 product was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.